Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during percutaneous catheter myocardial ablation procedure to treat atrial fibrillation in the right groin, faradrive steerable sheath clear selected for use. It has been mentioned that after completing the right pulmonary vein (rpv) during pulse field ablation (pfa), the orientation of the sheath was changed to perform left pulmonary vein (lpv), and aspiration was then performed just in case, but no air ingress was noted in the sheath; however, a large amount of air was drawn in through the valve. The air was observed inside the flush port. Sl0 aqunavi ice and beeat jll catheters were inside the sheath when air was observed. The procedure completed successfully using the original device. No patient complication was reported. The device is not expected to be return for analysis as it was discarded in facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Update to b5 describe event or problem.

Event description:
It was reported that during percutaneous catheter myocardial ablation procedure to treat atrial fibrillation in the right groin, faradrive steerable sheath clear selected for use. It has been mentioned that after completing the right pulmonary vein (rpv) during pulse field ablation (pfa), the orientation of the sheath was changed to perform left pulmonary vein (lpv), and aspiration was then performed just in case, but no air ingress was noted in the sheath; however, a large amount of air was drawn in through the valve. The air was observed inside the flush port. Sl0 aqunavi ice and beeat jll catheters were inside the sheath when air was observed. The procedure completed successfully using the original device. No patient complication was reported. The device is not expected to be return for analysis as it was discarded in facility. It was further reported the guidewire was just slightly protruding from the farawave catheter, nearly at the same position as the catheter tip. Terumo terfusion infusion pump model 28 at 50 ml/hr was used for the irrigation of sheath. No other issue has been reported.